Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. During a drain phase, a drain complication (dc) encountered warning occurred as expected when the patient line was intentionally restricted. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This report pertains to a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. A peritoneal dialysis (pd) patient initially contacted fresenius and reported that the cycler had not been draining correctly for the past three days. The patient stated that the cycler did not alarm to indicate that there was an issue however negative ultrafiltration (uf) numbers appeared in the patient¿s treatment data. The patient also noted that fluid was not being taken off and they experienced swelling. The patient was not connected to the cycler at the time of the call and no further information was provided. The patient requested a replacement cycler. The fresenius technical support representative issued a replacement cycler and advised the patient to contact their peritoneal dialysis registered nurse (pdrn). Additional information was requested, however to date a response has not been received. The patient did not state during the initial report that they experienced a serious injury, adverse event, or required medical intervention as a result of the reported event. The cycler was returned to the manufacturer for physical evaluation and the treatment history was reviewed. An increased intra-peritoneal volume event was identified during drain 5 of the final treatment when the patient drained 3,022 ml (200% the patient's prescribed fill volume).